Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument did not close. The user completed the procedure using a backup large clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The incident occurred during the first clip application.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.